Manufacturer narrative:
(B)(4). It has been reported that the device would not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman ventricular catheter was blocked after implantation and was revised. The valve system was implanted to the patient via vp-shunt with setting 5. The surgery was for secondary normal pressure hydrocephalus after brain tumor. However, after implantation, the clinical symptoms and ventricular enlargement did not improve. The position of the ventricular catheter was noted to be suboptimal by the physician and that there was no flow through the device. The valve flowed as expected during contrast testing. The revision surgery was performed for only the ventricular catheter using local anesthesia. There is no contamination of blood and debris into the cerebrospinal fluid. No further information was provided by hospital. The product will not be returned.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.